Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "(B)(6) 2019 11:29:48 am system fault 42,224 occurred 0 0 0 4." The customer reported product problem was not replicated. The pump functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.

Event description:
It was reported that the pump gave error code 42224. There was no patient involvement.